Event description:
The patient reported that they have had a return of pain since having an accident at work. The patient mentioned that they need a new healthcare provider. The patient was to follow up with a healthcare provider. The patient was implanted for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her stimulator (ins) wasn¿t working and the battery was dead. The patient reported that prior to fall, her device would work intermittently, she thought it was going to go out, but stated sometimes when she would turn it up it would help, but after she had a fall at work, landed on her left side where the ins was. The patient reported that she felt like she may have ¿pulled it out.¿ the patient reported that since then the ins stopped working. The patient reported that she had left wrist pain since the fall, torn ligament and carpel tunnel. The patient had workman¿s comp done through her work but couldn¿t prove that her injury at work caused her ins to stop working. The patient reported that she went to physical therapy for 8 weeks and after that she noticed rsd in her foot, then a week later it spread throughout her body. The patient thought it was due to physical therapy. The patient went to the emergency room (ER) where they told her there were broken veins in her leg and that it felt hard. The patient reported that when they pricked her leg, she felt like her ¿leg exploded.¿ no further complications were reported.

Event description:
Additional information was received from the patient stating that they had tried a few doctors from their doctor listing and could not get one to manage them, but had not tried all doctors yet and would keep trying.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.